Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device shows that functional checks with mating parts show that the inner sleeves are working as intended. No fault was found with the returned sleeves.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while attempting a bilateral minimal access reduction of a grade 2 l5 spondylolisthesis, the right sided l5 sleeve disconnected from the screw while attempting reduction. This occurred several times. The minimal access approach was abandoned and the operation was completed after the surgeon had performed a larger incision on the patient's right side. As an addition, the patient is doing fine post-op and has no complications.